Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, technical support advised to make sure that the tubings are routed correctly and to check that the diaphragm and flow sensor are in good shape. Also advised to swap the parts and to check the flow sensor receptacle assembly. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
It was reported to vyaire medical that the vela ventilator occurred occlusion error. At this time, there is no information regarding patient involvement associated with the reported event.